Manufacturer narrative:
This device in this report was identified by an engineer who reviewed the x-ray on may 10, 2017. The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. The product was not returned by the hospital for an evaluation. Because the lot number is unknown, the device history records could not be pulled and reviewed. An x-ray was provided, however the x-ray appears to be a post revision x-ray and does not offer and details as to what caused the screws to become loose. No additional x-ray, scans, pictures or physicians reports were provided. For the aforementioned reasons, the most likely underlying cause of this complaint could not be determined. This is report two of three for the same event. Reports one and three of three are reported on MFR #0001032347-2017-00174 and 0001032347-2017-00436.

Event description:
It is reported that during the original surgery, two ribfix plates and at least three screws on each side of the fracture were implanted into the patient. X-rays revealed the screws had loosened from the plate, migrated in the patient's body. A revision took place to remove the plates and screws from the thorax. One rib was fixed with medxpert stracos and the second rib was fixed with ribfix blu system again. It is stated that, since the screws' locking mechanisms were engaged correctly, the cause for the loosening is unknown. It is reported the surgical technique was followed. The surgeon used a power driver to insert the screws and a manual driver to lock them into the plates. The surgeon chose the screw length using a length gauge according to specifications; thus, a bi-cortical fixation was achieved. The reason for the revision was stated as: dislocation and loosening. According to the sales representative, "new screws were used (emergency screws) and the loosened screws were removed from the body. This means that the primary plates are still in the patient."

Manufacturer narrative:
Lot #: potential lot numbers have been identified: j099480, j940400. The device history records for these lots have been reviewed and no non-conformances were identified. Lot j099480, manufacture date nov.18, 2016, (B)(4). Lot j940400, manufacture date may 6, 2016, (B)(4). This is supplemental report two of two for the same event, reference supplemental report 0001032347-2017-00174-2.